Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced hyperglycemia with meter readings displaying ¿HIGH¿ after completing a full supply change and a training session, with no unusual alerts from the iLet system; the user preferred to suspend further supply changes and use external subcutaneous insulin by pen, and safe external dosing was reviewed. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting and user education without hospitalization. Investigation included complaint intake review, user interview, and troubleshooting guidance focused on infusion site, cannula, and insulin delivery, noting the inset 6 mm, 23 in infusion set on the abdomen with no observed kinking and an adequate lot. Investigation of this case revealed no confirmed device alarms or component malfunction, and a definitive cause for the hyperglycemia was not identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.